Event description:
It was reported that a new ilet user experienced urgent low blood glucose shortly after starting pump therapy, with the pump displaying 0.0 units while in a fill tubing menu and delivering no insulin, leading to hypoglycemia that persisted for a couple of hours and necessitating disconnection from the infusion site and additional training. Symptoms included urgent low glucose, fatigue, slurred speech, and vomiting. Outcomes included no serious injury or clinical intervention, and the event was treated with oral carbohydrates including juice and snacks. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed insufficient information and no specific findings, and the cause could not be established. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.